Event description:
The device was used during a thoraco lung partial resection. Reportedly, some of the staples did not form properly. No pt injury was reported. Another device was used to finish the procedure.